Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up via merlin.net. Review of transmission revealed three episodes of noise on the right ventricular (rv) lead. It was suggested that since noise had variable frequency, amplitude, duration, and morphology, the rv lead might be damaged. Additional isometric testing and possible lead revision were recommended. No intervention was reported. No patient symptoms were reported.